Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at implant, the left ventricular (lv) lead could not be inserted into the guidewire. The physician elected to complete the procedure with a different lead. The patient condition was stable before, during, and after the procedure.